Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station does not communicate and was on critical override. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with the port to which the station was connected. A field service engineer worked with the site it team to resolve the network problem. The technical support specialist logged into medstationes and found device is not on critical override and communicating with the server. The system functioned as intended after thetechnical support specialist along with field service engineer inspected the device.